Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor speaker hums) has been confirmed. As received, the monitor made a loud sound during power up and failed to deliver a pulse during functional testing. Upon evaluation, components u600 and u1004 on the computer/analog board were defective. The cause for the humming was the defective u600 component and the cause for the failure to deliver a pulse test was the defective u1004 component. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor was emitting a loud humming sound.